Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 41 mm in diameter abdominal aortic aneurysm. The aneurysm is saccular in shape towards the right side of the patient. There was a shelf of calcium in the aortic neck which measured 16 - 17 mm in diameter and it was 3 cm in length. After the stent graft was ballooned there was a blush type IV endoleak seen. The endoleak was at the hip of the bifurcated stent graft and it was not seen before the stent graft was ballooned. No intervention was performed at this time and the decision was made by the physician to monitor endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), (cause of endoleak is unknown).